Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. Upon catheter insertion into the sheath, air was being continuously drawn. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. Upon catheter insertion into the sheath, air was being continuously drawn. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as the investigation determined the tear most likely occurred during use and handling.